Event description:
The surgeon reported that after a cataract surgery with intraocular lens (iol) implant, a patient did not tolerate the colour difference. The patient reported she had to remove her carpet since it seemed too "neon yellow" and described other unspecific disturbances without interruption for nearly eighteen months. Additional information has been requested but not received to date.

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not een identified. Additional information has been requested but not received to date. (B)(4).